Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced difficulty emptying her bladder. It was reported that the patient had outpatient surgical intervention on (B)(6) 2016, however, it was not specified. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. If additional information is received, a follow up report will be sent. Related to manufacturer report #: 3011770902-2016-00249.